Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, an occlusion alarm occurred. The customer's blood glucose (bg) ranged from 148-196 mg/dl. System check with tandem technical support could not find a source of the blockage. Reportedly, the customer completed a supply change and continued to use the pump for insulin therapy.